Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had no power, there was moisture behind the display lens. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: the pump was returned with moisture behind the display lens. The pump could not be powered on. There was a crack in the pump casing near the display lens and the case seal. The battery compartment was cracked. The pump failed a leak test with a battery compartment leak and a case damage leak. Internal moisture damage was present in the pump.